Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". The user reported an unsuccessful removal attempt of their sensor on (B)(6) 2025. The sensor was palpable prior the incision. A magnet was used to localize the sensor. A follow up removal appointment was scheduled for (B)(6) 2025, but was later delayed while waiting for the new sensor to arrive. Customer care made multiple attempts to follow up with the rcm team and the territory manager to confirm if a new appointment had been scheduled or had taken place, but no response was received. B4.date of this report 14 february 2025. G3.date received by the manufacturer? 14 february 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additionaln information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right arm. The sensor was palpable before the incision and magnet was used to localize the sensor.